Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia and had symptoms such as confusion/disorientation, headache, fatigue, elevated ketones/diabetic ketoacidosis was treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-943a, mmt-332a, mmt-1880. Troubleshooting was performed and confirmed customer received the reported issue high blood glucose. Customer does not feel okay to troubleshoot. No further patient complications were reported. It was unknown whether customer using the device or not before 48 hours of the event and it was unknown whether auto mode feature was active or not at the time of event. No product return is required for mmt-943a. No product return is required for mmt-332a. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08595 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 10-nov-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 10-nov-2024 listed on smartsolve. Dailytotalcollectionstarttime: 11/10/2024 00:00:00.000. Dailytotalofallinsulindelivered: 303500 (30.35 u). Dailytotalofbasalinsulindelivered: 303500 (30.35 u). Dailytotalofbolusinsulindelivered: 0 (0 u). In further full review of the pump history/traces on the customer's event date of 11-nov-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date of 11-nov-2024 listed on smartsolve. Dailytotalcollectionstarttime: 11/11/2024 00:00:00.000. Dailytotalofallinsulindelivered: 105750 (10.575 u). Dailytotalofbasalinsulindelivered: 105750 (10.575 u). Dailytotalofbolusinsulindelivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 10-nov-2024 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a broken belt clip rails. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.